Manufacturer narrative:
(B)(4). Batch # p91a7f. Additional information was requested but unavailable: please clarify: the device misfired. Did the device fire any clips and then stop firing clips? Were the clips fired but did not close completely? The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during procedure the ligamax clip misfired. No ethicon representative present during case. No delay to case. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.